Event description:
The guidewire was returned to the manufacturer broken in two pieces. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. After decontamination the synchro guidewire was examined under magnification and it was observed that the guidewire was separated at 9.7cm from its nitinol distal end. The core wire was also separated. Approximately 2mm section on proximal side of the core wire was protruding out of the proximal side nitinol section. The platinum coil was also separated. The guidewire was slightly bent just proximal to the separated section. The guidewire (polytetrafluoroethylene) ptfe coating was scraped off on several places between 30.0cm to 40.0cm from the proximal end. The torque device was on the guidewire. From the condition of the guidewire, it appeared that the torque device had been dragged down the guidewire ptfe. The guidewire hydrophilic coating was checked with the wet fingers. The coating was present on the guidewire. The guidewire was soaked in water. After soaking the wet guidewire proximal and middle section did not reveal any uneven swelling along its hydrophilic coated section. The hydrophilic coating felt smooth before and after hydration. The guidewire dimensions were also measured and determined to be within specification. Due to the condition of the returned guidewire a functional evaluation could not be performed. Sem (scanning electron microscopy) micrographs were obtained on the proximal and distal separation sites. The nitinol outer sheath and the core wire was examined from the both separated sections. There is some dimpling seen in the images, which suggests this is a ductile fracture. No material anomalies or inclusions were noted. The cause for the observed bends and relation to the reported issue could not be definitively determined. The ptfe coating was noted to be scraped/peeling. From the condition of the guidewire, it appeared that the torque device had been dragged down the guidewire ptfe. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to use error. Examination of the fracture separation site showed evidence of a ductile fracture; however, this is not definitive. Given the condition of the guidewire and the sem analysis, the guidewire most likely fractured due to excessive tensional forces exerted to the guidewire. However, the cause for the reported break/fracture could not be definitively determined. Because a definitive cause could not be determined following review and analysis of available information, a cause of undeterminable was assigned to the observed break/fracture.

Event description:
The guidewire was returned to the manufacturer broken in two pieces. No further information is available.